Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment and removal difficulties occurred. The target lesion was located in the left superficial femoral artery (sfa). A 6 x 200 x 30 innova¿ stent deployed only 50% in the mid to proximal sfa and the roller ball just stopped, then ¿broke¿. An attempt to ¿crack the rollerball housing¿ was made however, it still would not deploy, it wouldn¿t release. The patient had to undergo surgery to have the stent and sheath removed. No further patient complications were reported and the patient's status was fine. Hospital discharge occurred 24 hours post procedure.